Event description:
The customer reported a past high blood glucose event with the specific level marked as "high," though the exact value was unknown. Cause was not known. The customer changed the infusion set and cartridge, and despite recurring high levels, they declined additional assistance. It was recommended that the customer consult their healthcare provider to discuss potential factors affecting blood glucose levels, and the customer acknowledged the advice.